Event description:
Caller reported that a pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump successfully, and the issue did not recur. Caller understood the instructions to call back if the malfunction code appeared again, and it was determined that the pump could continue to be used.